Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed 2 separations on the catheter shaft. The separations are located at 11cm from the strain relief and 61cm from the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure. The catheter was not functioning properly and was found to be cracked upon pulling it out. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status was stable post procedure.